Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual evaluation: visual analysis of the photographs identified device patch with lot number 2032439, catalog number 10-360 and an opening on the anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.